Manufacturer narrative:
(B)(4). (Exemption number e2015033). Conclusion: device investigation shows micro-leaks at the housing braze joint. This leads to the conclusion that the device electronics failed over time after humidity ingress through these micro-leaks. In addition during initial implantation surgery, the active electrode could not be inserted fully, according to the irc three channels remained outside of cochlea. Latest information received, indicates 4-5 channels being outside of cochlea. Therefore it can be assumed that the active electrode partially migrated after the reported trauma. Furthermore, a minimal swelling could be observed, which likely prevented the audio processor staying on the head, which seems to be a medical consequence of the reported trauma. However, no technical device failure could be observed, which might have been caused by the reported trauma. No technical problem of the magnet could be identified during investigation. The problems described in the recipient report seem to match this finding. This is a final report.

Event description:
The user had a concussion after a reported trauma near the implant site in (B)(6) 2017. Following the event the recipient experienced a loss of sound with the device. His external equipment has been checked and is functioning. Swelling was reportedly minimal after the trauma, per the parent. No swelling was reportedly present 8 weeks after the trauma. Re-implantation took place on (B)(6) 2017.

Manufacturer narrative:
(B)(4). (Exemption number e2015033). The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user suffered from concussion about 6 weeks ago near the implant site. Since then he is not hearing well with the device. This week the user cannot hear at all with all 3 of his processors, even though they have been troubleshot and appear to be functioning. The magnet will not even stay connected to the implant site. Medical evaluation to be scheduled. Re-implantation is considered.